Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), abdominal pain lower ("cramping") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy in 2012). Essure (ess205) was removed in 2012. At the time of the report, the pelvic pain, genital haemorrhage, headache, abdominal pain lower and fatigue outcome was unknown. The reporter considered abdominal pain lower, fatigue, genital haemorrhage, headache and pelvic pain to be related to essure (ess205). The reporter commented: the surgery was much more complicated than-what would have been required of a tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure coils in place; fallopian tubes occluded quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding") in a 37-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" in (B)(6) 2006. The patient's medical history included arthralgia, genital herpes, dysfunctional uterine bleeding, ovarian cyst, hypothyroidism and stress urinary incontinence. Concomitant products included cetirizine hydrochloride, desvenlafaxine succinate (pristiq), escitalopram oxalate (lexapro) and estradiol. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced headache ("headaches"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormalbleeding (vaginal, menorrhagia)"), menorrhagia ("abnormalbleeding (vaginal, menorrhagia)") and migraine ("migraines"). In (B)(6) 2007, the patient was found to have weight increased ("weight gain"). In (B)(6) 2007, the patient experienced fatigue ("fatigue") and dyspareunia ("dyspareunia"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), depression ("psychological or psychiatric problems condition: anxiety/depression") and anxiety ("psychological or psychiatric problems condition: anxiety/depression"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, headache, fatigue, mood swings, depression, anxiety, migraine, dysmenorrhoea, dyspareunia and weight increased outcome was unknown and the genital haemorrhage, abdominal pain lower, vaginal haemorrhage, menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: the surgery was much more complicated than-what would have been required of a tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2006: results: essure coils in place; fallopian tubes occluded; in (B)(6) 2006: 1st test showed tubes not occluded: second test tubes were occluded.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : depression, pelvic pain, dysmenorrhea, fatigue. Weight gain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2019: pfs and mr received, reporter added, aka added, patient demographic updated, essure insertion and removal date updated, events added- mood swings, abnormal bleeding (vaginal, menorrhagia), anxiety, depression, migraines, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), failure to occlude (close) fallopian tube(s), weight gain, abdominal pain. Events onset date and severity added. Outcome of the event abdominal pain, abnormal bleeding, cramping were updated to resolved. Concomitant drug, medical history, lab data and auto narrative supplements were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), abdominal pain ("cramping") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy in 2012). Essure (ess205) was removed in 2012. At the time of the report, the pelvic pain, genital haemorrhage, headache, abdominal pain and fatigue outcome was unknown. The reporter considered abdominal pain, fatigue, genital haemorrhage, headache and pelvic pain to be related to essure (ess205). The reporter commented: the surgery was much more complicated than-what would have been required of a tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure coils in place; fallopian tubes occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.